Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient experienced hyperglycemia on friday because she had a kinked cannula and she also experienced high blood glucose levels on saturday due to a second infusion which was kinked as well. Further, she stated that the most recent incident took her to the hospital was the one on sunday, (B)(6) 2020 at 8:30 am. At the time of the incident, the patient's blood glucose level was 23.0 mmol/l and she had a back -up plan with pens and needles. Subsequently, on (B)(6) 2020, she was taken to the emergency room and was admitted in critical care unit, as her blood glucose level was 8.0 mmol/l, and this was after they changed the infusion set which had a kinked cannula. It was also reported that the infusion was changed in the morning on the same day. Reportedly, she had large amount of ketones (diabetic ketoacidosis) which was due to a bent cannula and she was so confused that she did not take a shot. After three days of hospitalization, on (B)(6) 2020 at 4:00 pm, she was discharged from the hospital. Currently, her blood glucose level was 10.4 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.